Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: separated guide wire requiring surgical intervention. Device issue: difficult to remove; separated guide wire. It was reported that the balance guide wire was advanced to the lesion. Pre-dilatation was performed, another guide wire was placed (two guide wires at the lesion) and two stents were implanted. An attempt was made to remove the balance guide wire, but it did not readily remove. When the guide wire was pulled, it separated at the aorta curve in the patient's body. The separated balance guide wire remained in the patient's body; therefore, the patient was sent to surgery for additional treatment. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information, but the device was not returned for analysis. From the reported location of the fracture of the guide wire, it appears that the guide wire may have separated at the hypotube joint, which is the weakest section in that area where the guide wire was reported as fractured. The balance family of guide wires was designed with the hypotube junction 40 cm from the distal tip, which places it in the aortic arch when the guide wire tip is across a lesion. Because the device was not returned, a definite root cause could not be determined.